Event description:
It was reported that noise on the ventricular egm rv to svc coil and high impedance were observed. Fluoroscopy revealed externalized conductors between the svc and rv coils. The lead was explanted.

Manufacturer narrative:
A partial lead was returned. Externalized conductors due to internal insulation abrasion were found at 8.4-11.1cm from distal tip. Silicone insulation was abraded and rv conductors were visible. Internal insulation abrasion found at 31.4-31.9cm from distal tip. The svc conductor etfe coating was intact. External insulation abrasions found between 34.0-35.3cm, 36.0-36.2cm, 38.2-38.4cm, 44.5-45.6cm and 45.7-46.5cm from distal tip. Etfe coating of one sensing conductor was abraded at 45.2-45.6cm from distal tip. This damage is consistent with friction to another device and the field observation of noise. Electrical testing that could be performed was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.